Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that the sterilization pouch of the carto® 3 system external reference patches were not sealed. It was reported that the hospital staff opened a package of a carto® 3 system external reference patches in preparation for a procedure and found that two bags inside were not sealed on one of the sides. The devices were not used on any patient. A replacement of the same lot was opened, and no problem was observed. The procedure was completed without patient's consequence.

Manufacturer narrative:
It was reported that the sterilization pouch of the carto® 3 system external reference patches were not sealed. It was reported that the hospital staff opened a package of a carto® 3 system external reference patches in preparation for a procedure and found that two bags inside were not sealed on one of the sides. The devices were not used on any patient. A replacement of the same lot was opened, and no problem was observed. The procedure was completed without patient's consequence. Device evaluation details: the devices were returned to biosense webster (bwi) for evaluation on 27-may-2024. Visual inspection of the returned devices was performed following bwi procedures. Visual analysis revealed that one side of the packages was not sealed. The supplier opened an investigation for this issue and shared the following results: production associates performing inspection and boxing are required to complete 100% visual inspection of each pouch seal to ensure the seal is across the entire pouch and no product or contamination is in the seal. In addition, production associates are required to complete an in-process inspection of pouch seals hourly and completes amount of pouch seal inspections throughout the work order. To further mitigate the risk of unsealed pouches, a sealer shelf guard was implemented on our impulse sealers used to seal the pouches in april 2024. D-1283-02-24 carto3 system external reference patches lot ll025946 (manufacture date 2023-09-26) was manufactured prior to the implementation of the sealer shelf guard, however the 100% visual inspection by production associates and in-process inspection by production associates and quality were completed and documented in the device history record (DHR). A device history record was performed for the finished device batch number, and no internal actions were identified. The open pouch seal issue reported by the customer was confirmed. The instruction for use (IFU) of the device contain the following recommendation: inspect the external reference patch to ensure that it is in good physical condition. Care should be taken when opening the packaging to ensure that the sealing mechanism is not damaged. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).